Event description:
It was reported that a shaft break occurred. The target lesion details are unknown. During the invasive cardiac procedure (icp), an unspecified stent was introduced through a guidezilla¿ catheter; however the shaft broke at the transition collar of the guidezilla¿. The procedure was completed with a different device. There were no patient complications reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).